Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error (se) 2240 (air in line/set) on the homechoice (hc) device during drain 2 of 5 of peritoneal dialysis (pd) therapy, while the hp was connected. During troubleshooting, it was found that the hp had disconnected from, and reconnected to, the setup prior to the alarm; however, the proper aseptic technique was used for both the disconnection and reconnection. The technical service representative (tsr) assisted the hp in clearing the alarm. The hp planned to restart therapy with new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.